Event description:
Sensor board failure occurred during a procedure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the complaint incident ¿sensor board failure¿ was duplicated and confirmed. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: may 2013. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿aug 2014 to sep 2015¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4)%. Conclusion: the root cause of the complaint incident was identified as defective sensor board.